Event description:
It was reported that during a rotator cuff repair using a speedscrew 3.5 implant with inserter handle, the implant broke while it was being screwed into the bone. The implant was mostly removed, however a small piece was abandoned in the patient. The procedure was completed by drilling a new bone hole and using an additional speedscrew 5.5 implant. There were no significant delays or patient complications reported as a result of this event.